Event description:
It was reported that the patient's therapy had been less effective recently. There was no known accident or incident. Impedance above 4,000 ohms was seen on all bipolar pairs. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3889-28, lot# v436859, implanted: (B)(6) 2010, explanted: na; programmer model 3037, serial# (B)(4).